Manufacturer narrative:
This report has been deemed reportable based upon evaluation of the actual sample recieved. Visual inspection of the actual sample revealed that it had been fractured and separated in two portions. The core wire was exposed from the proximal end of the distal portion. The coil had been elongated. Magnifying inspection of the actual sample revealed that the coil (distal portion): the head of the coil was not missing. The coil near the fracture was not elongated though jumbled partially. Core wire (distal portion): there were no anomalies such as a kink or bend in the core wire near the fracture part. Coil (proximal portion): the coil near the fracture was not jumbled or elongated. There were no anomalies such as breakage, jumbling of coil, or elongation in other parts of the proximal portion. Electron microscopic inspection of the actual sample revealed that the coil (distal portion): there were traces of scraping near the fracture. Multiple streaks in the same direction were found on the fracture surface. Core wire (distal portion): the proximal end had been tapered toward the fracture (page 6). The shape of the fracture surface inferred that it had been pinched from both sides. From this, it was presumed that the core wire was exposed to a compressing load, leading to the fracture. Coil (proximal portion): multiple streaks in the same direction were found on the fracture surface. The shape of the fracture surface inferred that it had been pinched from both sides. The outer diameter was measured near the fracture of both portions and confirmed to meet the factory's control criteria. The outer diameter of the distal end of the distal portion could not be measured due to elongation. Simulation test: from the results of the analysis of the actual sample, it was presumed that the actual sample was subjected to a compressing load by being pinched with some object, which resulted in the fracture. In addition, since the coil near the fracture had not been elongated, the compressing load might have been applied locally. Considering this, in order to reproduce the fracture of the actual sample, a spring mini-guidewire was broken with a nippers and revealed: the end of the core wire was deformed in tapered shape. The fracture surface of both the core wire and the coil had a shape that was pinched from both sides. There were streaks in the same direction on the fracture surface of the coil. The condition of the simulation test sample was similar to the condition of the actual sample. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the unit package or the product has been damaged or soiled. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Fracture of the spring mini-guidewire: it was likely that the actual sample was subjected to a compressing load by being pinched with some object, which resulted in the fracture. In addition, since there was little stretching in the coil near the fracture, it was presumed that a local compressive load was applied. From the simulation test result, the fracture might have caused by being pinched from both sides with something like nippers. Elongation of the coil: it was likely that the tip of the coil getting stuck inside the introducer needle for some reason and being applied a tensile load to try to unstick it. The possible causes of the guidewire sticking in an entry needle are misalignment of the coil at the tip or a bent of spring mini-guidewire. However, as there was no anomaly observed in the dimension of the actual sample, the definite cause of the sticking could not be clarified from the condition of the actual sample. It was likely that the spring mini-guidewire was combined with the entry needle, it got stuck for some reason. The coil was elongated when an attempt to release the sticking state was made by applying tensile load. In order to release the sticking state, the spring mini-guidewire was broken artificially. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the glidesheath slender was used pre-treatment. The mini guide wire could not cross the needle. The doctor thinks that there is a thickening at the distal part of the mini guide. Replace for a new one, same sheath. Following the event, the patient had been treated as intended. The patient was not harmed. The procedure outcome was not reported. Additional information was received on 18jun2021. If a mini guide did not cross, they opened a new package and use a new wire from the new sheath/ package and in one tray they put the two wires. This happened when the wire did not cross, during the procedure, after retrieving the needle out the patient, the looked at the wire and needle and tried to have access with the prox part and the they want to remove and it was stuck and the damaged the wire. This happened outside the patient.